Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation within the catheter. Based on the analysis findings, the clinical observation was confirmed. As received, the distal end of the pipeline was found not opened due to damaged braid. The proximal end of the pipeline was found fully opened with damaged braid. We are unable to determine the cause of the device not opening distally. However, the damaged braid identified during analysis is likely the result of the physician advancing the device despite resistance and resheathing the device more than the recommended two times. In addition, the pushwire was found to be bent, the microcatheter appeared to be accordioned and the distal hypotube appeared to be stretched. These findings are likely attributed to the continued use of the device against resistance. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ suspect medical device: pipeline flex w/shield technology (B)(4). Information received from the same report as MFR: 2029214-2015-05203.

Event description:
Medtronic received information that the second device attempted also did not open distally during treatment of a ruptured aneurysm located at the proximal segment of the left internal carotid artery. It was reported that while attempting to deploy the device significant friction was felt in the middle and distal segment of the catheter, as there was moderate tortuosity. Three attempts were made to resheath after approximately 12mm of the device was deployed; however the distal part of the device could not be opened. A new device was used to complete the procedure successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.